Manufacturer narrative:
An olympus field service engineer (fse) evaluated the device onsite. The device inspection was carried out after problems with the operation of the insufflator were reported, all measurements include the technical inspection were performed. The device was tested for loss of pressure and thus continuous pumping of carbon dioxide (no leaks were detected) and the device maintained the set pressure values. The device is currently in quarantine and should not be used until further instructions are received. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit reaches the preset values on the veressa needle but the device pumps gas from the moment any tool is inserted. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. No device abnormalities were found. Olympus will continue to monitor field performance for this device.